Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon evaluation, the battery charger/modem was resetting. The cause for the failure was isolated to liquid contamination on the battery board. The root cause for the liquid contamination was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was resetting.